Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced a shock on following premature ventricular contraction (pvc) that preceded a ventricular tachycardia episode. T-wave oversensing (twos) was observed during the event, resulting in therapy delivery. The shock successfully terminated the arrhythmia and restored normal rhythm. The electrode remains in service. No adverse patient effects were reported.